Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 407652 implantable pacing lead 2011 (B)(6); 429688 implantable pacing lead 2011 (B)(6). (B)(4).

Event description:
It was reported that two months after implant, the patient developed a wound and pocket infection. The implantable cardiac defibrillator (ICD) was explanted and replaced. The patient was placed on antibiotic therapy. The patient was enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.